Manufacturer narrative:
Physical device analysis is anticipated. This report will be updated when new analysis results are available.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based more quickly than expected between check ups. Data analysis showed the power consumption had increased over the past year and was expected to continue. A boston scientific technical services (ts) consultant recommended device replacement or reevaluation within 90 days. The device remains in service. No additional adverse patient effects were reported. It was later reported that this device was explanted and successfully replaced. This device is expected to return for analysis.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based more quickly than expected between check ups. Data analysis showed the power consumption had increased over the past year and was expected to continue. A boston scientific technical services (ts) consultant recommended device replacement or reevaluation within 90 days. The device remains in service. No additional adverse patient effects were reported. It was later reported that this device was explanted and successfully replaced. This device has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.